Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 475cc saline breast prosthesis, catalog #3502475, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient experienced a deflation of her mentor smooth round moderate plus profile 475cc saline breast prosthesis on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On 04/06/2018, the mentor failure analysis lab received the device for evaluation. On 04/06/2018, mentor received additional information about the event: the implantation date was originally reported as (B)(6) 2009. New information states that implantation date is (B)(6) 2009. On 05/01/2018, mentor completed the analysis on the suspect medical device. The device contained no fluid, upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation (pe) team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, pe was not able to determine when the rent was introduced into the valve of the device. Furthermore, at this point it is not possible to determine the origin of the white material observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 03/28/2018, mentor received additional information about the event: patient had bilateral explantation and replacement surgery with mentor smooth round moderate plus profile 700cc saline breast prostheses on (B)(6) 2018. Manufacturer's reference number: (B)(4).